Event description:
The pt's device was explanted in 2008 due to a "reduction in efficiency". No further info was provided. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.